Manufacturer narrative:
Product complaint # (B)(4). Additional information: h6 component code: g07002 - device not returned. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. Additional information has been requested and received. Attempts to obtain the device have been made. If further details are received at a later date a supplemental medwatch will be sent. Is photo available of patient reaction? No. Description of event, symptoms, manifestation of reaction infection. Pt presented to clinic with a red bumpy rash along incision down towards torso. Pt very itchy. Starting on (B)(6)2025. Name of surgery? Bilateral mastectomies with tissue expander placements. What was the procedure date? (B)(6)2025. What date /day post op was the reaction noted? (B)(6)2025. Was any surgical intervention performed? No. Were any cultures taken? Results? No. Please describe how was the adhesive was applied. Op report doesn't give details. What prep was used prior to, during or after adhesive use? Op report doesn't give details. Was a dressing placed over the incision? If so, what type of cover dressing used? Bulking gauze was used to pad incision and stop bleeding. Is the patient hypersensitive or have allergies to cyanoacrylate or formaldehyde? Not that we are aware. Is the patient hypersensitive to pressure sensitive adhesives? Not that we are aware. Was patient screening done prior the procedure, e.g. Check patient not allergic to cyanoacrylate, formaldehyde, bac, pressure-sensitive adhesive? No. Patient demographics: initials / ID, gender, age; bmi. (B)(6)/ (B)(6)/ female/ (B)(6)1976/ 23.3. Patient pre-existing medical conditions (ie. Allergies, history of reactions) none. Has the patient used or been exposed to similar glues/agents for repair, crafts, cosmetic use (lashes, nails)? Unknown. Was prineo/dermabond or skin adhesive used on the patient in a previous surgery or wound closure? Unknown. Current patient status. Rashing still present taking antihistamines to help with itching prescribed. Name of surgeon? Dr. (Please refer to the attached mail). What is the physician's opinion as to the etiology of or contributing factors to this event? Dermabond tape aller. No product is available for return. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported a patient underwent a bilateral mastectomy with tissue expander placements on (B)(6)2025 and topical skin adhesive was used. The patient had allergic reaction to adhesive. Patient presented to clinic with a red bumpy rash along incision down towards torso, very itchy. Rashing still present. They prescribed antihistamine. The device is not avail for return. Additional information has been requested.